Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device did not deliver shock three times during patient code. Patient treatment was continued when patient care was transferred to the hospital. We cannot rule out that this event was a serious injury, as the device did not deliver shocks during a code and the patient outcome is unknown. Additional details have been requested.

Event description:
The customer reported that the device did not deliver shock three times during patient code. Patient outcome is unknown, however, after three shocks were delivered the patient had a perfusing rhythm and care was transferred to hospital personnel. We are considering this as a serious injury as the event occurred while the device was in use on a patient in cardiac arrest.